Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Customer administered insulin to address high bg but did not specify how insulin was delivered. Reportedly, customer continued to use pump for insulin therapy.